Event description:
The customer reported that the monitor was not providing sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the monitor was not providing sound. No pt harm was reported. In an abundance of caution we will report audio loss even though a visual warning is provided and product labeling states: warning: never pause an audible alarm or decrease the alarm volume if this could compromise pt safety. Do not rely exclusively on the audible alarm system for pt monitoring. The most reliable method of pt monitoring requires correct operation of the monitor and close observation of the pt. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.